Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to medicrea repair facility for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It is reported the device is broken. While meshing backwards during surgery, the feed roller pulled on the guidance plateau. The graft taken was not useable and an additional graft was required from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a meshgraft ii device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the meshgraft ii two times. The last repair was (B)(4) 2017 where it was reported that when turning the ratchet handle backwards, the dermacarrier moves backwards too. Therefore the ratchet handle needs to be turned for a whole round in order to get the dermacarrier through the mesher and the cutter, side plate and ratchet gear were replaced. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by medicrea revealed that the device had maintenance done in january of 2017. In the entry tests the calibration was good and in january the side plates and ratchet gear were replaced. Those components are now worn again badly due to misuse of the device. Repair of the meshgraft ii was performed by medicrea which included replacement of the sideplate, ratchet gear, sliding pin and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that the side plates and ratchet gear were badly worn. While during the initial inspection by medicrea it was noted that the side plates and ratchet gear were badly worn, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The meshgraft ii was repaired, tested and returned to the customer.